Event description:
It was reported that during a pulsed field ablation procedure, a versacross connect was selected for use. During procedure, the device could not get reach on the transeptal. Opened the versacross fixed sheath and issue was resolved. There were no patient complications.